Event description:
As reported: "patient had their [left] hip replaced on (B)(6) 2021, presented this week with symptoms indicative of an acute infection. Following blood work and testing, dr. Decided on performing an I&d and removal of some implants. The biolox head and x3 insert we¿re swapped out as part of dr's I&d protocol. The two 6.5mm screws were removed as well. No complaints have been filed against the implants themselves."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: delta v-40 ceramic head 36/-5; cat#6570-0-036 ; lot#86623602. 6.5mm low profile hex screw 30mm; cat#7030-6530 ; lot#2acd. 6.5mm low profile hex screw 35mm; cat#7030-6535 ; lot#z4u. Tridentii tritanium cluster54e; cat#702-04-54e ; lot#84435501a. Size 5 accolade ii 132 deg; cat#6720-0535 ; lot#84416819. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.